Event description:
During a check-out procedure at the manufacturer's service center, a ventilator failed test steps during testing. The device was not in patient use. The device's muffler assembly was replaced and the flow sensor was found to be clogged with dust and was cleaned to address the issues.